Event description:
It was reported by a non-medical professional that the patient underwent a fusion procedure using rhbmp-2/acs in 2006. It was reported that in early 2006 the patient underwent a regular check up that indicated a potentially positive diagnosis for scoliosis. Reportedly, the doctor recommended a full spinal fusion procedure prior to conducting any medical tests on the patient. Reportedly, in the fall of 2006, the doctor performed a spinal fusion surgery on the patient. The patient reportedly had follow up visits with the doctor every 4 to 6 months until shortly after his (B)(6) birthday. It was reported that the patient experiences pain in his back and frequent numbness. Reportedly, this surgery has restricted the patient's ability to engage in physical activities to a level far below what he enjoyed prior to the surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.